Manufacturer narrative:
The f2 fuse open generated the vent inop 1012 error code.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement reported.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement reported.

Manufacturer narrative:
(B)(4).